Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due on (B)(6) 2019 with blood glucose of 400 mg/dl. The customer¿s other blood glucose were 234 mg/dl and 533 mg/dl. The customer experienced symptoms such as nausea and vomiting, abdominal pain. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with insulin drip. Customer reported that they did not allege insulin pump was under delivering. The customer stated that they were using the auto mode feature. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.